Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the device was partially helping the patient's pain. The patient will continue using the device and will not undergo a revision procedure as of the moment. No further course of action.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient did not undergo a revision for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.